Event description:
It was reported that the patient experienced discomfort at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced with a smaller device, resolving the issue.